Event description:
Breakage of a gliding nail implant due to pt falls has been reported. According to the indications of the operative report, "the pt is a female who has a non-union and a broken nail of her left proximal femur. This surgery was first done in 2006. She had a nonunion and then many falls due to a thoracic spine problem. She began having pain in the left hip, and it was noted that there was a nonunion, as well as broken hardware. She now presents for removal of nail and open reduction and internal fixation."